Event description:
It was reported that the custom silicone bivona tracheostomy tube was placed at 7 a.m., by 3 p.m., the tracheostomy tube had leaked by a value of 20%. No death or serious injury was reported in connection with this incident.